Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to infection. No additional adverse patient effects were reported. This device will not be returned for analysis, as there were no device integrity concerns.